Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring seal knotted. To remove the seal, the surgeon stated that he "pulled on it. Just a little more tension then usual but passed easy through arteriotomy". The same unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning. The hospital did not report the product number but confirmed that it was a heartstring iii proximal seal.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. A lot history record review could not be performed as the product lot number is unknown. Internal file number - (B)(4).